Manufacturer narrative:
The manufacturer cannot determine the cause of the event on the basis of information thus far available.

Event description:
The concentrator caught on fire. An oxygen line was being used. The end user was in the hospital for a week with smoke inhalation and burns around the mouth.